Manufacturer narrative:
(B)(4). Batch #: r59w4l. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with no reload present. During further evaluation, the device was noted to be non functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. No functional testing could be performed due to the returned condition of the motor. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. One possible cause for this condition may be the exposure of cleaning solution. Please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during laparoscopic appendectomy the surgeon clamped the device down and fired. The stapler locked out and did not deploy any staples. The procedure was completed with a like device with no patient consequence.